Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to charge and discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: d2. The device was returned to zoll medical corporation for evaluation. The reported event of the defibrillator failing to charge and deliver a shock was confirmed through device log review. The logs showed the device was operated on battery power only, a low battery warning was issued and persisted without the battery being replaced, and subsequent charge attempts failed due to depleted battery power. Ac was eventually connected which resulted in typical operation until the end of the event. Evaluation of the device found no malfunction, with all defibrillation and battery connection testing passing specifications. The battery returned for evalaluation was not the battery used during the event based on battery log data. The investigation concluded the device functioned as designed. The device was recertified for clinical use. No trend is associated with reports of this type.